Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted and verified that there were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. Upon conclusion of the evaluation, the reported event of a blank screen was confirmed and the cause was determined to be a burnt transformer on the cycler inverter board. The cause for the burnt transformer remains unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed and it was discovered that the transformer on the inverter board was burnt. A voltage test was performed and the results were within product specifications. The cycler was refurbished and the burnt part replaced. Upon conclusion of the evaluation, the reported issue of a blank screen was confirmed and the cause was determined to be a burnt transformer on the cycler inverter board. The cause for the burnt transformer is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a liberty cycler displayed a blank screen during the setup phase of peritoneal dialysis therapy. It was noted that the cycler was left on step seven of setup for about an hour before the blank screen was discovered. Therapy was not initiated and the patient had not connected to the cycler for therapy. During troubleshooting, the screen remained unresponsive but audible tones could be heard when the screen was touched. The cycler was rebooted, but the screen remained blank. The cycler was returned to the manufacturer and a replacement cycler was provided. There was no missed treatment as a result of the issue. Upon evaluation it was identified that the inverter board was faulty due to a burnt transformer. The cause of the burnt component was unknown. There was no patient involvement during this event. Additional information was requested but was unavailable.